Manufacturer narrative:
Geng, s., zhang, q., <(>&<)> lv, p. (2016). Nursing cooperation of intravenous thrombolysis bridging intravascular thrombus removal therapy. 13(20), 85-87. Doi:10.3969/j.issn.1672-9676.2016.20 the solitaire devices have not been returned for evaluation; product analysis cannot be performed. Based on the provided information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and its causes could not be conclusively determined from the provided information. Mdrs related to this article: 2029214-2017-01228, 2029214-2017-01229.

Event description:
Medtronic literature review found reports of symptomatic intracranial hemorrhage. The purpose of this article was to explore the nursing cooperation points of intravenous thrombolytic bridge with solitaire in the t reatment of acute cerebrovascular occlusive disease. The authors reviewed 15 patients who underwent IV thrombolytic bridging with solitaire to clear large intracranial artery occlusion. The article states that two patients experienced symptomatic intracranial hemorrhage post-procedure.